Manufacturer narrative:
Investigation into this complaint included service history review, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review was performed to identify any similar complaints to the reported issue while using the alinity m system (list 08n53-002) serial number (sn) (B)(6). For sn (B)(6), no additional complaints were identified in association with observation of false positive results while running the alinity m resp-4-plex assay attributed to leakage inside the instrument. Customer data review: all relevant customer data was reviewed. The reported samples exhibited low amplification and/or abnormal fluorescence patterns. As a result, the tests were flagged with errors. Additionally, the positive control did not produce any signal for the rsv analyte, resulting in a failed positive control flag on noted samples. Retesting is recommended for any samples or controls with error codes to obtain more reliable results. As noted in the ticket, a leak was identified in the bulk fill stations. Following instrument cleaning and repair, the samples were retested and produced the expected results. Quality data review: CAPA / non-conformance review: the part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for base list part number 08n53. Complaint history review: complaint trending was reviewed. No adverse trend was identified. Based on the elements of this investigation, a product deficiency was not identified for alinity m system (list 08n53-002) serial number (sn) (B)(6).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number: 08n53-02 which received us FDA approval.

Event description:
The customer reported false positive results on the alinity m system while running alinity m resp-4-plex assay. The customer questioned why sample results were produced when the quality control (qc) testing failed for the rsv target. Technical application specialist (tas) downloaded and analyzed files. Positive control failed with error 9198 "positive control is non-reactive." On oct 31. No further qc was processed. Specimen results were reported per manual and package insert: some targets had errors (repeat needed). Others flagged for failed positive control or failed internal control (ic). Targets without errors/flags were reported as valid. See below for valid target results: (B)(6) - positive for flua and rsv with positive control flag. (B)(6) - cov and flub detected with ic failed flag. (B)(6) - cov and flub positive. Customer retested on another platform and resulted in all targets not detected. These results were reported as final out of the lab. Customer is concerned because they believe the results of sample ID: (B)(6) with detected flua target at cycle number (cn) 24.40 and rsv target of 26.45 should be reproducible. Curves for (B)(6) were not sigmoidal. On (B)(6), customer ran qc (processed error-free) and 48 water samples for resp-4-plex samples all of which resulted in not detected, no contamination identified. The customer has been experiencing a leakage inside the instrument, which is suspected to have contributed to false positive results. There was no report of impact to patient management.